Event description:
The hcp reported that, a few weeks after implant, the pt experienced vomiting. The hcp questioned if it was due to the intrathecal baclofen or to reflux. The hcp did report a cerebrospinal leak at the spinal insertion site. The hcp decresed the intrathecal baclofen dose and had the pt in a recumbent position for 72 hours with a slow increase in the head of the bed. The pt was started on reflux treatment. The pt is reported to have recovered without sequela.